Manufacturer narrative:
The returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Event description:
It was reported that a pedicle screw disassembled and the threads of two closure tops fractured off during surgery. All three items were removed and replaced with an alternative and closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report three of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00246 thru 3012447612-2019-00248.

Event description:
It was reported that a pedicle screw disassembled and the threads of two closure tops fractured off during surgery. All three items were removed and replaced with an alternative and closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report three of three for this event.